Manufacturer narrative:
Additional information was received that the patient was able to charge the ipg and that the patient's ipg was working appropriately. It was noted that they will see how the charging goes and would put off the battery swap.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was noted that the patient underwent a non-device related surgery wherein electrocautery was used that might have damaged the ipg. The patient will undergo a battery replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was noted that the patient underwent a non-device related surgery wherein electrocautery was used that might have damaged the ipg. The patient will undergo a battery replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was noted that the patient underwent a non-device related surgery wherein electrocautery was used that might have damaged the ipg. The patient will undergo a battery replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation indicated that the analog ic-u1 was damaged. The battery depletion rate and sleep current were exceeding the expected range when the device was turned off. Impedance between vh node measured low value indicated that the analog ic had been damaged. Exposing the device to high-voltage transient can cause this type of failure. The damaged analog ic-u1 resulted in the fast battery depletion of the ipg.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was noted that the patient underwent a non-device related surgery wherein electrocautery was used that might have damaged the ipg. The patient will undergo a battery replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).